Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported that the sensor was worn for ten days and that the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. Additionally, it states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported events cannot be confirmed and a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal sensor pod from the patient's body the sensor wire broke. A portion of the wire was on the sensor pod and a portion was in the patient's skin. The patient stated that the transmitter was removed prior to removing the sensor pod. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.